Event description:
It was reported that there was one episode of high impedance on the right ventricular defibrillation coil. It was noted that the patient had undergone an ablation procedure during that time. Impedance was subsequently within normal range. It was also reported that there was possible noise/oversensing during atrial tachycardia (at)/atrial fibrillation (af) episodes. The device and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.